Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The customer's blood glucose level was 410 mg/dl and it was addressed with a manual injection. Reportedly, the customer would continue to use the pump until replacement pump is received.